Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿microbiological surveillance of endoscopes and implications for current reprocessing procedures adopted by an italian teaching hospital¿. The literature reported the result of the microbiological test using olympus endoscope and non-olympus endoscope from january 2014 to january 2015. As a result of the microbiological testing, the following microbes were detected. Broncho-faryngo-laryngoscopes: pseudomonas aeruginosa (1 scope), other gram-negative nonfermentant (2 scopes) and staphylococcus aureus (1 scope). Gastro-duodenoscopes : klebsiella pneumoniae (7 scopes), escherichia coli (10 scopes), other enterobatteriaceae (2 scopes), pseudomonas aeruginosa (6 scopes) and other gram-negative nonfermentant (3 scopes) colonoscopes : klebsiella pneumoniae (5 scopes), escherichia coli (7 scopes), other enterobatteriaceae (3 scopes), pseudomonas aeruginosa (1 scope) and other gram-negative nonfermentant (3 scopes) there was no report of infection associated with this report. Based on the available information, other detailed information such as the number of microbes and the model name were not provided. Therefore, omsc will submit 51 medical device reports (MDR) depending on the number of endoscopes. This report is 51 of 51 reports.

Manufacturer narrative:
This supplemental report is being submitted for additional information. Among the 51 endoscopes that were positive for the microbiological test, there were 14 endoscopes of non-olympus endoscopes. Therefore, we will void 14 of 51 reports we have already submitted. This report is 14 of 14 reports at non-olympus endoscope.